Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5020135, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 19085054, model/catalog description: artisan lead 70 cm. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients leads had migrated and was causing unwanted stimulation in the neck. The patient underwent a revision procedure wherein one lead was replaced as it was damaged presumably from a recent fall and the other lead was repositioned. The patient was doing well postoperatively.